Event description:
A healthcare facility in wisconsin reported that a crack was found on the expiratory tube of rt266 infant dual heated evaqua 2 breathing circuit duing use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the expiratory tube of the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected. Results: the visual inspection revealed a hole located about 56cm from the connector. Conclusion: we were unable to determine what may have caused the reported failure mode at this stage. However, it was noted that the subject breathing circuit was used on a patient for 23 days. All rt266 infant dual heated evaqua2 breathing circuit are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the observed damage happened after the subject rt266 infant breathing circuit was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: - "this product is intended to be used for a maximum of 7 days."; - "check all connections are tight before use."; - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; - "set appropriate ventilator alarms.".

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua 2 breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that a crack was found on the expiratory tube of rt266 infant dual heated evaqua 2 breathing circuit during use. There was no patient consequences.